Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was gravity tested and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy clearlink set experienced a no flow. This occurred while the set was being used for a precautionary intravenous line placement. The set contained only glucose. There was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.